Event description:
The device listed below and the environment that it is used in I do not find a 510k clearance on the FDA web site that I would expect for it. Spider limb positioner the spider limb positioner combines strength and flexibility to provide optimal intraoperative positioning for upper extremity procedures. By using different accessories the spider can position the limbs for various surgical procedures. Eliminates the need for a surgical aid, providing more cost effective procedures. Pneumatically powered to support and provide traction for the heaviest limbs. The surgeon controls the limb within the sterile field providing better accuracy and control during the case.